Manufacturer narrative:
Investigation results: one sample was received and tested by our quality team. The drip chamber was separated from tubing-verifying the failure and after microscope analyses there seemed to be a lack of solvent where the tubing connects to the drip chamber. The manufacturer has been notified and they have made multiple improvements to the assembly of the 10014881 set to ensure this failure no longer persists. The root cause of this separation is an improper application of solvent during the joining of tubing to drip chamber. A device history record review for model 10014881 lot number 22129197 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 09dec2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. A trend has been identified for this failure and corrective actions have been put in place.

Event description:
No additional information.

Event description:
It was reported the bd smartsite¿ low sorbing secondary set tubing keeps separating causing leakage. The following was received by the initial reporter: verbatim: the tubing keeps separating from the leur-lock hub. The manufacturer thinks it's an adhesive failure. This has led to chemotherapy spilling. Response received 20 jun 2023. When was the incident date? The latest incident occurred on (B)(6) 2023. Any adverse events or serious injury reported to patient or healthcare professional? No adverse events or serious injury reported. Was there a delay of, or change in, the course of treatment due to the event? No.

Manufacturer narrative:
Our company became aware of an event involving a medical device it manufactures and markets from an email it received from the agency's medical device reporting team containing report mw5151114 on 8 february 2024. After a records search, it was determined that no details regarding the event detailed in report mw5151114 were reported to our complaint handling system prior to our receipt of the agency's email. After receiving the report, an internal review determined that a medical device report (MDR) and formal investigation was required. As such, complaint case (B)(4) was raised in our system as per our documented procedures. As part of our investigative process for this incident, we sent an email to the recipients noted below on 12 february 2024 that contained follow up questions about the event. This email was sent by the (B)(6) medical qa manager to the director of quality at (B)(6) hospital, the respiratory therapist at (B)(6) health and the area director at (B)(6) healthcare, each of whom were thought to have knowledge of the incident. None of the questions were answered despite five (5) follow up attempts made by (B)(6) associates after the first email was sent. Two of the follow up attempts were made via an email sent to all three of the original email recipients. One (1) follow up attempt was made via phone message to the director of quality at (B)(6) hospital. All attempts of contact were unanswered until the (B)(6) clinical application specialist leader was informed by the area director of (B)(6) healthcare by phone that our questions were received, however no further responses were received. Our questions are repeated here for reference: what was the patient's underlying disease/ reason for being ventilated? Did the patient have a cuffed endotracheal tube and have leaks been observed? Which alarms had been set on the ventilator during nebulization? Which drugs have been nebulized? What was the indication for nebulizing the drug? Which kind of nebulizer has been used (wet nebulization, metered dose inhaler)? For how long and at which dosage has nebulization been performed? In which position relative to the filter was the nebulizer positioned? For how long has the filter been in place? How was the bradycardia detected? Was cardiac monitoring used? Did the hospital use additional means of airway humidification on the patient? Can you provide photos of the filter and/or unused samples from the same lot? If samples of the same lot are available, see shipping instructions below can the hospital also send filters from the same box or take pictures of those? When and how was cardiac arrest detected? At which point in time was acls started (how soon after cardiac arrest)? Which measures were taken to resuscitate the patient (drugs, AED)? Investigation details: a batch record review for the reported lot number of the implicated breathing filter was completed with no anomalies being observed during device manufacture. An historical review of the complaint database indicated that no recent reports were made for the same type of performance complaint. The last recorded complaint for a similar complaint of device performance was 2020. The complaint recorded in 2020 did not necessitate a remedial action to prevent an unreasonable risk of harm to public health and that no serious injury or death had occurred as a result of the device performance. Despite a request to the customer/end user, no unused samples from the same lot or photographs of the implicated device were sent back to the manufacturing site for further analysis. The customer's complaint of filter occlusion cannot be confirmed without physical examination of the implicated device. A physical walk through of the manufacturing area confirmed that all required procedures were readily available and being followed by the device assembly team. A detailed review of the manufacturing procedures confirmed that the procedures were concise, did not contain ambiguous content and were deemed sufficient without the need for update for clarity purposes. An assessment of the instruction for use, printed on the unit packaging of the breathing filter confirmed that it adequately details how nebulization should be applied (when applicable) during use of the breathing filter. Summary: in conclusion, based on our investigation, it was determined that the implicated product could not be the sole cause for the reported event. The reduction in flow in the implicated filter is likely related to the medication nebulized and/or customer's use of the filter (used outside of indications). Our evaluation does not indicate that it was a consequence of the production, quality, or performance of the product. Since there has been no further information provided by the end users with more detailed knowledge of the incident that was covered in the medwatch report, it is considered an isolated incidence and therefore no field action will be taken. Unless substantially significant information becomes available, this constitutes a final report. No files attached.